Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator shock was not delivered after charging two to three times. There was no negative patient impact. Another device was used to treat the patient.

Manufacturer narrative:
.